Event description:
The customer stated that after priming the set, the access line ruptured just as the pt's blood reached the y-connector at the top of cartridge. The rupture was described as being at or near, where the line comes into this y-connector. There was a minimal loss of blood (less than 20 cc) as the nurse was still setting up the treatment with the pt and turned the blood pump off immediately. No pt death, no disability, no congenital anamoly, no hospitalisation, and no intervention required.